Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 411 mg/dl, and she was treated with insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found multiple no delivery alarms. Assisted the customer to run the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. The caller mentioned that the insulin was very cloudy, but within the exp date. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.